Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an urgent low glucose alert with a blood glucose of 54 mg/dl, did not perform recent physical activity or take recent correction insulin, and was advised to consume fast-acting carbohydrates, which the user did with juice. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no further assistance requested. Investigation included troubleshooting and education performed by support personnel. Investigation of this case revealed no identified device malfunction and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.